Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and loss of capture. Perforation was suspected, nevertheless was unable to be confirmed on the computerized tomography (CT) scan. This rv lead was removed and successfully replaced with a new lead. The patient was given antibiotics and no other additional adverse effects were reported.